Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Externalized conductors were observed. Lead revision was scheduled. No further information is available at this time.